Event description:
It was reported that detachment of device occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The wds was prepped according to the instructions for use. The core wire was pulled back to break the seal to make sure the delivery system was attached to the core wire. The device legs were repositioned in line with the distal marker on the delivery system. The device was then flushed to de-air completely. The hemostatic valve was tightened and ready to be advanced through the was. The device was deployed. When the tug test was performed the device came loose from the core wire. The implanter had to use a 18mm-30mm snare to snare the device into the was. No pericardial effusion was noted after device recapture. The case was completed using a bigger device. The patient was stable after the procedure.